Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited dislodgment. On (B)(6) 2018, the lead was explanted. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.